Event description:
A malfunction alarm labeled as malf 24 was reported, and the fault ID was identified as 24-0x2219, which was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support determined that the pump needed to be replaced, but the customer expressed frustration and requested to speak with another agent, leading to the call being transferred.